Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a failed battery test alarm in her insulin pump. The customer stated the screen then went blank, so she changed the battery and received the alarm again. The customer performed a set change and cleared the alarm. It was advised to monitor the insulin pump to make sure it would not power off without warning. The customer mentioned threading had come off on the battery cap. Customer's blood glucose was 5.9 mmol/l. Nothing further reported.